Event description:
Patient with aortic stenosis undergoing balloon valvotomy, during catheterization, balloon burst, resulting in circumferential tear. While attempting to remove catheter and balloon, the balloon became disconnected from the shaft and was not able to be removed.